Event description:
The customer reported the doctor was fluoroing then the system stopped producing an image on the left monitor. No patient injuries were reported.

Manufacturer narrative:
The ge service rep troubleshoot the system and was not able to duplicate what the tech was reporting. He did find that the system need an sbc upgrade. He ordered parts for the upgrade and performed the upgrade on the system. There was a problem, the system is fairly old and because of this, it had an x-ray controller, the company since then have upgraded to the generator interface board. The sbc upgrade kit did not come with that particular board. He also ordered an updated image processor board. He got the boards and installed the generator interface board and the image processor board. He also reflashed the nodes and perform a software upgrade on the to bring in current with the latest revision of software. Rebooted the system. System came back up and was producing an image in the screen. System is working as intended.